Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were four other complaints in the lot. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated "the patient underwent a CT guided right upper lung mass biopsy surgery. After the surgery, a chest CT was rechecked, and there was a small amount of pneumothorax on the right side. After returning to the ward, the amount of pneumothorax on the right side increased. The patient was given a thoracentesis tube drainage to extract a moderate amount of gas. The patient experienced chest tightness and was given intravenous infusion of methylprednisolone, which relieved the symptoms."